Manufacturer narrative:
(B)(4). The product was requested for investigation. A supplemental medwatch will be submitted when further information becomes available.

Event description:
"Customer sent unit in for repair citing that it produced alarms three separate occasions which stopped the pump. Changed during a case but no complaint filed." "Upon investigation I was not receiving any alarms which stop the pump (I only have the rfd and not the console) but I have noticed that regardless of the ultrasonic cream the speed can only be increased to a certain maximum level before getting the'sig' message. When I let it spin at a speed which the pump operated normally it would over time produce the 'sig!' Message more frequently until I turned down the speed and this would repeat until the 'sig!' Message was constant." (B)(4).

Manufacturer narrative:
The awareness date provided with the initial MDR was incorrect. The designated complaint unit of mcp was informed by october 25, 2016 that the correct awareness date is october 07, 2016. This was caused by human error on behalf of the (B)(6) service personnel.

Event description:
(B)(4)

Manufacturer narrative:
The product was requested for investigation. According to service order (B)(4) from (B)(4) the ceramics of the flow sensor have become discolored. This indicates oxidation of the ceramic surface. Probably, liquid has penetrated into the sensor and has led to the oxidation. The amplitude of the flow sensor is too small with a valve of "c6". The error message "sig" appears sporadically. The defective flow sensor was replaced and the unit was tested to factory specifications. All tests were performed successfully. The unit has been repaired and returned to service. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).